Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is experiencing high blood glucose readings no matter the amount of insulin she is using. The current blood glucose reading is 208 mg/dl. Customer is thirsty. During troubleshooting, the time and date are correct. Programming is correct. The high pressure test failed twice. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.